Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient had an injury again, after which the implant wasn't doing much good. The patient was reprogrammed and it helps some, but not completely. The patient stated that since they do not have adaptive stimulation enabled it is frustrating to manually change the settings, and it "automatically just hits you" when you change positions. Patient confirmed that adaptive stimulation is not accessible on any current programs. The patient was forwarded to their healthcare provider (hcp) to coordinate with a manufacturer's representative (rep) for reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.